Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement double process tall clamp shipped to site 02/09/2016. Medtronic investigation of returned suspect double process tall clamp finds that the tighten/loosen screw for the clamp jaws is missing the retainer washers that pull the clamp jaws open. Physical damage - pieces mission.

Event description:
A medtronic representative reported a site's spine clamp that appeared to be stripped out and will not lock down properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.